Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The lens flipped during insertion into the eye. The lens was cut to remove from the eye. There was no pt injury. The lens was discarded. A competitor's lens was implanted.

Manufacturer narrative:
(B)(4) other (lens flipped), unlabeled. Method - (other): lens work order search. Results - (other): a lens work order search was performed and one similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, a specific root cause of the event could not be determined. (B)(4).